Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when an asymptomatic patient presented in the emergency room after receiving a vibratory alert, pacemaker mediated tachycardia and episodes of non-sustained oversensing and lead noise were observed. It was noted that increased ectopy after performing a ventricular threshold was also observed. X-ray revealed lead dislodgement. The lead was repositioned. About one week after the repositioning procedure, episodes of non-sustained ventricular oversensing and non-sustained ventricular tachycardia were observed. Review of the episodes revealed premature ventricular contraction and variable r-wave amplitudes. X-ray revealed that the lead had dislodged again. The lead was explanted and replaced. The patient was stable post-procedure.